Event description:
A customer contacted stryker to report that the screen of their device malfunctioned and became unusable. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the screen of their device malfunctioned and became unusable. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
The customer was contacted numerous times, for more details, but no response appears to be forthcoming. The device was not returned to stryker for evaluation. The reported issue could not be duplicated or verified. The cause of the reported issue could not be determined.